Event description:
A customer contacted beckman coulter regarding an erroneously high troponin (accu tnl) result on one patient sample that was generated by the access immunoassay system instrument. The accu tnl result for the patient was 0.85ng/ml (above the ami cut-off). The result was not reported out of the lab. The customer indicated that the sample from the patient was retested for accu tnl and the repeated accu tnl result for the patent was reported as 0.04ng/ml. No additional information regarding this event has been reported.